Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver an unspecified concentration of fentanyl at a rate of 0.25ml/hr. A different tubing set was being used to deliver an unspecified concentration of lipids. The tubing sets were connected to separate lines of a trifuse set. At an unspecified time, the nurse noted that the "baby was wild, as if no sedation going." At this time, the nurse noted that the lipids had backed up into the tubing set delivering the fentanyl. The fentanyl tubing set was moved to a peripheral site and therapy was resumed. It was reported that the infant was "beyond consolable" and was treated with an unspecified bolus dose of fentanyl. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.